Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator generated a "vent inop" (ventilator inoperable) alarm while on a patient. The customer stated the ventilator was being used on a patient at the time; the patient was removed from the ventilator and placed on another ventilator. In reviewing the event logs, the customer observed a "pneumatics module ftc bad cal" (fail to cycle bad calibration) entry. The patient was placed on another ventilator and there was no patient harm reported by the customer.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.